Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2018 during which the surgeon noted it was densely adhesed to the small bowel. He performed extensive lysis of adhesions and discovered two serosal tears, which were oversewn. After this, here remained a small section of residual mesh that was adherent to the small intestine. Out of concern for bowel injury if the mesh were dissected completely free, he left this portion adherent to the small bowel and excised the remainder of the mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.